Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, the patient had a hypoglycemic event in which her husband woke up from sleep after noticing the patient tossing and turning in bed. The patient was reportedly unconscious and unresponsive while her cgm was 3.5 mmol/l. The patient's husband fed the patient six pieces of glucose and she eventually regained consciousness. A bg finger stick was not checked during the time of the hypoglycemic event; however, when the patient measured her bg a short while later that same morning around 4:00am and it was 4.4 mmol/l while the cgm was 6.7 mmol/l. At the time of the report, the patient was doing okay. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values post event fall within the b zone of the parkes error grid. No additional patient or event information is available.